Manufacturer narrative:
One blue irrigation sleeve was returned in a small plastic vial and the rest of the pack components and the original packaging were not returned. The part number and lot number could not be verified or determined. The sleeve was dirty with particulates and dried solutions all over. Microscopic examination found the tip is inverted or turned down inside. There were white colored particles visible in the folds of the tip. When attempting to remove the particles, most broke apart into very tiny, powder, or dust-like particles. One particle was retrieved from the tip. The particle is hard to the touch. It is 439 microns long by 202 microns wide. Due to evidence of use, the source and origin of the white particle cannot be determined. The investigation is complete.

Manufacturer narrative:
The device has been discarded and the lot number is unknown. Therefore a review of the device history record cannot be performed. The investigation is ongoing.

Event description:
The user facility in the united kingdom reports that an unknown particle went into patient''s eye during surgery. The surgeon used the vacuum from the phaco handpiece to remove the particle. They set up new tubing and they were able to finish the case successfully. No patient impact. No medical intervention.

Manufacturer narrative:
We are unable to investigate further for root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
UDI related data quality updates only. The UDI-di is being provided. Although requested, the lot number was not provided, therefore the UDI-pi is not available.